Event description:
During a lap cholecystectomy procedure, the metal ring snapped when trying to remove the bag. It was difficult to remove the gall bladder so added time to procedure. One device returning.